Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found optim only abrasion consistent with friction to another device was found at 43.1 cm to 43.2 cm, 43.7 cm to 43.8 cm, 43.8 cm to 43.9 cm, 44.0 cm to 44.2 cm, and at 49.5 cm from the connector pin. Damages consistent with procedure damage were also found. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
This report is to advise of an event observed during analysis.